Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported a revision case is scheduled due to broken screw in the contruct. The original surgery was a l4/s1 posterior lumbar interbody fusion (plif) performed on (B)(6) 2019. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity 1). Unknown screw (part# unknown, lot# unknown, quantity 1). Unknown set screws (part# unknown, lot# unknown, quantity 1). This is report 1 of 1 for (B)(4). This report is for an unknown screw. This complaint is linked to (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5/d11. H3, h4, h6 investigation summary: updated investigation on 7/20/2020. Visual inspection: the device was received at us cq. The device was found to be broken off at the distal portion of the screw and the broken piece was not returned. The provided xrays/images also shows the breakage of the screws. The complaint can be confirmed for the reported condition. Device failure/defect identified? Yes. Dimensional inspection: drawing. Diameter of screw at middle : 6 +/-0.1 mm. Measured dimensions: ø at middle: 5.94 mm; conforming. Document/specification review drawing. Investigation conclusion: no definitive root cause was able to be determined as the circumstances surrounding the event are unknown. However, it is possible that condition was due to early excessive strain by patient and/or unintended forces.  During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history: part number: 199723635. Lot number: 177275. The product was released on january 22, 2018. Qty. (B)(4) the DHR was electronically reviewed. The DHR of product code 199723635, lot 177275, was reviewed and no non-conformance was observed during the manufacturing process. H11 corrected data: d10, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated: concomitant device reported: expedium verse spine system unitized set screw 5.5 (part #: 199721001, lot #: wc1321, quantity 3). Expedium verse spine system unitized set screw 5.5 (part #: 199721001, lot #: vj1231, quantity 2). Expedium spine system pre-bent spinal rod 5.5 x 65mm (part #: 179772065, serial or lot #: (B)(6) quantity 2). 5.5 exp verse fen scw 6.0 (199723645, lot unknown, quantity 4). 5.5 exp verse unitized set (199721001,lot unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data-b6, d4, h4. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.